Manufacturer narrative:
Evaluation summary: evaluation was completed on 31 october 2005. The customer reported condition of failure code 812:02 was confirmed. Similar incidents have been received for this product for the reported issue. The numbers of incidents reported are within the expected level of occurrence for this product. Baxter will continue to monitor similar reports for possible trends.

Event description:
The facility reported an infusion pump with a failure code 812:02. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.